Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date , and to update . The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. H6: investigation findings - 3211 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon the returned sample. H6 - investigation conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon the returned sample. One used 6fr angio-seal vip device was returned for product evaluation. The sheath was returned mated with the carrier tube assembly along with locator and header bag. Visual inspection revealed that the hemostasis sheath was properly mated with the deployment sleeve which was in the rear lock position with the color bands fully exposed. The clear shrink wrap marker was observed in the exposed portion of the suture. Tension was applied to the exposed suture and no suture was present into the spool. Tamping tube was returned as well. The overall device condition is consistent with full deployment. The distal end of the exposed suture was examined under the microscope. The distal tip appeared blunt as through the suture was cut with a sharp edge. No other anomalies were noted. The returned sample appeared consistent with successful deployment. IFU states: ''for bleeding or hematoma - pressure may be applied to the puncture site using digital or manual pressure or using a compression device.'' Note:- ''if seeping of blood occurs after placing the angio-seal device or after removing the tamper tube, application of digital pressure(one or two fingers) at the puncture site is usually sufficient to produce hemostasis. If manual pressure is necessary, monitor pedal pulses.'' The complaint can be confirmed since the patient was treated for bleeding per allegation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explanted date - device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was used. The patient underwent an intervention in the left leg. Retrograde puncture was performed in the right groin under ultrasound. Ultrasound showed a large tissue track between the skin and the anterior vessel wall but no calcifications. A long sheath was inserted over the bifurcation without problems. During the procedure no problems occurred in the right groin, smooth insertion of the sheath and catheters. Procedure was successful and went without complications. The sheath, that was placed beyond the bifurcation, was replaced for the delivery sheath making use of a longer wire (not the wire that comes with the angio-seal vip). No control angiogram was performed of the right groin because the puncture was performed under ultrasound. After removing of the dilator and wire the angio-seal was inserted. Left arm of the ir was constant on the delivery sheath. Angio-seal was placed but the tamper tube could not be pushed forward enough to seal the puncture site. The groin kept bleeding heavily, also a second attempt made no difference. Suture was cut and manual compression was performed by the physician. There was no harm done, maybe a prolonged hospital stay. The physician wondered again if there was collagen in the angio-seal. The procedure performed for the patient prior to use of closure device was a ptca procedure of the left leg, puncture site in the right groin. Sheath was placed over the bifurcation. A 6fr sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre- deployment angiogram was not performed. After placement of the angio-seal it seemed that the physician was not possible to advance the tamper tube enough towards the anchor to seal the puncture site. There were no other devices or equipment used with the reported product. The patient's condition was stable, no large amount of blood lost. Hemostasis was achieved by manual compression and afterwards a pressure bandage with bedrest. Patient's bmi: 40. Additional information was received on 23jul2021: regarding the "prolonged hospital stay": if a patient receives an angio-seal after a procedure, the patient may be discharged two hours later; one hour of bed rest before the angio-seal and one hour for the groin check afterwards. If a patient receives a compression bandage after a procedure, the patient must stay overnight. Prolonged hospital stay in this case therefore means an admission for one night. The next day groin check and discharge in the course of the morning. Additional information was received on 29jul2021. The blood loss was not greater than 250cc, after the angio-seal was placed the physician checked the groin. The puncture site was bleeding, and a second attempt was made with the tamper tube. This made no difference and the physician directly started with manual compression. A small hematoma was noticed, maximum diameter 3 cm. Additional treatment was not needed.